Event description:
It was reported the patient experienced an intermittent shocking sensation. It was stated the shocking occurs 'down the right arm' of the patient. No known accident or incident was reported in relation to this event. It was further indicated the patient experienced a reduction in stimulation benefit since the development of the shocking. This had been occurring for two months. It was noted the patient was programmed as follows: c+2-, 3.8v, 60us, and 130 hz. Impedances for case pairs were also reported (c0=645 ohms, c1=310 ohms, c2=310 ohms, c3=645 ohms). An x-ray was conducted and it was stated it 'looked good, nothing remarkable.' Additional information has been requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted:(B)(6) 2009, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3550-09, lot# n156170, implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)